Event description:
It was reported that during surgery, the unit failed during the surgery causing a damaged skin graft into the patient. Therefore, an additional skin graft was taken to complete the procedure. Due diligence is complete.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in united kingdom.